Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath and dilator assembly were unable to be advanced over the wire into the vessel at the conclusion of procedure. Additional information was received on 18oct2021. There were two devices used in the same patient case. The procedure performed for the patient prior to use of closure device was a left heart catheterization. A 6fr procedural sheath was used. The patient condition was stable. Hemostasis was achieved by manual compression. Additional information was received on 04nov2021. The same issue occurred with the first and second angio-seal device. Neither device was attempted to be deployed since the sheaths were not able to be placed in the appropriate location. Manual pressure was then used.